Manufacturer narrative:
MFR's investigation is still underway. A f/u report will be submitted when add'l info becomes available.

Event description:
It was reported that whilst transporting a pt, the chair appeared to drift away from the operator. It was added that there was pt involvement, however no adverse consequences were reported. No further details have been provided.